Manufacturer narrative:
The journal article noted the events had occurred between november 2012-december 2014, however, the sapien xt approval date is 6-jun-2014. As it is unknown if the events occurred after the approval date, the date was entered as (B)(6) 2014. Investigation is ongoing. Bibliography: petzina, rainer, et al. "Transaortic transcatheter aortic valve implantation: experience from the kiel study." Interactive cardiovascular and thoracic surgery 24.1 (2016): 55-62.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, " transaortic transcatheter aortic valve implantation: experience from the kiel study " post tavr procedure (dates unknown) three patients were hospitalized for ¿tavi-related reasons¿.

Manufacturer narrative:
Additional information was requested but was not forthcoming. Patients undergoing thv procedures often have complex medical histories and multiple co-morbidities. They may also have limited cardiac reserve that can impair recovery from the procedure. After thv procedures, patients are closely monitored, which includes assessment of device implants. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause for the hospitalizations is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Ref. Mfgr report numbers: 2015691-2017-03875, 2015691-2017-03878, 2015691-2017-03881, 2015691-2017-03882, 2015691-2017-03883, 2015691-2017-04034, 2015691-2017-04035.

Event description:
As reported by the edwards affiliate in (B)(6), a journal article titled, " transaortic transcatheter aortic valve implantation: experience from the kiel study " reported that post tavr procedure (dates unknown) three patients were hospitalized for ¿tavi-related reasons¿.